Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system and the serious adverse events of cardiac arrest, as the patient was actively undergoing ccpd therapy when the cardiac arrest occurred. Additionally, it was reported the patient expired later the same day; however, the timeline and clinical details were not provided. Per the ccn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease accounts for the most deaths among the esrd population, and adults with esrd have mortality rates up to 30-fold higher than the general population. It should be noted that the lack of clinical details precluded a more comprehensive investigation. Based on the information available, the 2008t hemodialysis system can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations, and post-event testing did not reveal any device issues which would have adverse affected its operation.

Event description:
On 13/apr/2026, fresenius became aware a patient with renal failure (rf) on hemodialysis (hd) utilizing a 2008t hemodialysis system for renal replacement therapy (rrt) coded (cardiac arrest) fifteen minutes into hd therapy on (B)(6) 2026. It was also reported that the patient was asymptomatic prior to the serious adverse events. Follow-up with the clinical charge nurse (ccn) revealed that the 2008t hemodialysis machine has been returned to service after being inspected by a fresenius technician on (B)(6) 2026 (verified device passed all functional compliance testing following the serious adverse events). The cn reported there was no concern a fresenius device(s) and/or product(s) caused or contributed to the patient¿s cardiac arrest or subsequent death. The patient was critically ill prior to dialysis and passed away later the same day. During follow-up, the cn reported the 2008t hemodialysis system was pulled from service for assessment as per their policy and procedure, and not because a malfunction or deficiency was suspected. Based on the available information, the 2008t hemodialysis system can be disassociated from having a causal or contributory role in the serious adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation.